Event description:
It was reported that this pacemaker was explanted and replaced due to a product performance issue. Other than the surgical procedure, no additional adverse patient effects were reported. This pacemaker has been returned for analysis.

Manufacturer narrative:
Correction: coding h6.

Event description:
It was reported that this pacemaker was explanted and replaced due to a product performance issue. Other than the surgical procedure, no additional adverse patient effects were reported. This pacemaker has been returned for analysis. Additional information was received that this pacemaker was explanted prior to reaching elective replacement indicator (eri) since the patient is pacemaker dependent. Therefore, no device malfunction occurred. No additional adverse patient effects were reported. This pacemaker has been returned for analysis.

Event description:
It was reported that this pacemaker was explanted and replaced due to a product performance issue. Other than the surgical procedure, no additional adverse patient effects were reported. This pacemaker has been returned for analysis. Additional information was received that this pacemaker was explanted prior to reaching elective replacement indicator (eri) since the patient is pacemaker dependent. Therefore, no device anomaly occurred. No additional adverse patient effects were reported. This pacemaker has been returned for analysis. Following the analysis of this returned pacemaker the no problem detected conclusion code was selected. Analysis found no evidence of any device anomalies outside the bounds of normal medical use.